Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned product found that the fiber is broken in two pieces. A review of the device history record confirmed that the fiber met specifications prior to release. Based on analysis results, it is probable that a partial body break or kink could have occurred during the set up or use and when the fiber was fired it resulted to the identified break.

Event description:
The fiber was returned without a performance allegation. The analysis of the returned fiber identified that it broken in two pieces; therefore, meeting reportability criteria based on this finding.